Event description:
It was reported that while docking the da vinci surgical sys to the pt for surgery, the customer experienced sys error codes #20008 and #21008 and could not clutch and move an axis on the endoscopic camera manipulator (ecm). An isi technical support engineer (tse) assisted the customer via telephone and requested that the customer restart the sys. The sys restarted and homed successfully without any faults. However, the customer later called back reporting that sys error codes #20008 and #21008 were recurring. The pt had been under anesthesia for approx two hrs, and the port incisions had been created when the surgeon decided to abort the planned surgical procedure and reschedule it for a later date. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the investigation conducted by isi field svc engineering concluded that sys error codes #20008 and #21008 experienced by the customer were associated with a endoscopic camera manipulator (ecm). The ecm is the camera arm located on the pt side cart which provides the sterile interface for the 3d endoscope. The sys was repaired by replacing the affected ecm. The sys alarm (sys generated fault code) functioned as designed and there was no injury to the pt. The #20008 and #21008 sys error codes appeared when the da vinci safety sys determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". The ecm was returned to isi for failure analysis investigation. Engineering replaced an axis potentiometer as well as a motor encoder assembly based on a review of the sys error logs and in house testing performed. As of 2008, there have been no reported recurrences of the issue at this hospital.